Manufacturer narrative:
The particle and device was not available for return so we were unable to investigate for root cause. A lot number was not provided; therefore, the sterilization and lot history records could not be reviewed. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Event description:
The user facility if the united kingdom reported a white particle found in eye during phaco in sculpt mode. There was no patient impact. No medical intervention. Surgery was increase 0-15 minutes.

Event description:
Additional information received from the customer who reported the issue was caused by their sterilization procedure and not device related.

Manufacturer narrative:
B5 correction: additional information indicates this event is no longer deemed a reportable malfunction.